Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents in specification and no unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. No moisture damage was noted to the electronic assembly.

Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad after it had been exposed to ocean water. The blood glucose reading was 141 mg/dl. The customer stated that the insulin pump also alarmed battery out limit due to the batteries having been out for a greater duration than allowed by the insulin pump. Advised replacement of the insulin pump. Nothing further reported.